Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2016-00014.

Event description:
Allegedly, patient was revised due to infection.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.